Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/4/2023. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: did the device's sterility was compromised? No. Device was not used since there is a concern about sterility since it's not seal well. Did the device was used on the patient? No. Could you please clarify if the patient suffered from any signs or consequences due to the issue? No. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one paper lid and one winding former outside from the overwrap packet that pertains to product code w969 was received for evaluation. The seal area of the overwrap packet was inspected, and the seal print evidence could be observed within the perimeter of the overwrap, suggesting that the package was properly sealed. As the complete packaging material was not returned for analysis, it is not possible to determine what caused the reported event. It should be noted that as part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device's sterility was compromised? Please provide more information did the device was used on the patient? Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. Before use on the patient, it was reported that the package is not sealed completely. No adverse patient consequences were reported. Additional information was requested.